Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had multiple scratches on the screen and rejected new batteries. Customer also stated that the battery compartment had cracks and had burnt color by medtronic logo. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked case at the reservoir tube window corners, cracked reservoir tube window, minor scratched lcd window and cracked battery tube threads.(B)(4).